Event description:
It was reported a patient underwent a pacemaker procedure on an unknown date in 2022 and topical skin adhesive was used. Patient had a rash forming on the skin where adhesive was used. Adhesive was used over the incision. Adhesive removed and treated with oral steroids. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following information: photo available of each patient? No, only the one what was the procedure date? Unknown what date /day post op was the reaction noted? Unknown please describe how was the adhesive was applied. Following the IFU: wound was approximated with hemostasis achieved what prep was used prior to, during or after adhesive use? Unknown as a dressing placed over the incision? If so, what type of cover dressing used? No is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth; bmi paitient in image is female; others are unknown patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown current patient status topical steroids were used and patients recovered no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.